Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. Received device in partially unopened original shipping package. Peel tape on lower right bottom edge of outer shipping container partially peeled.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that prior to use of the device, interrogation showed the battery voltage was 2.96v. The device was opened and not used. Another device was used. No patient complications have been reported as a result of this event.